Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by using multiple daily injections to address high blood glucose and did not require third-party assistance. Technical support provided instructions to reset pump malfunction, assisted customer with successful reset, confirmed malfunction did not recur, and advised customer to continue using pump and call back if issue returned, with caller acknowledging and understanding instructions.